Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2023 and barbed suture was used. When opening the package, it was found that the loop was already untied. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that one open sample that pertained to product code sxpp1b113 was received. During visual inspection of the sample, the swage and attachment area were noted to be as expected. Marks on the body needle appear to be by use of surgical instruments could be observed. The suture was examined, and body fluids along of strand were found. In addition, it was observed that the weld of the first loop was detached. However, the loop possibly failed due to excessive force applied. No conclusion could be reached as to what caused the reported complaint. The following information was requested, but unavailable: what is the lot number? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.